Event description:
It was reported that the programmer screen was black, and the program does not show up. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device boots up to a system error. Analysis also found that the software was unable to be reloaded and the hard drive could not be reimaged due to an error, the display flex tape was torn, no stylus pen was with the programmer, tabs were broken off of the power cord bay door, the lower hinge plate was broken, both antenna cables were damaged, the lower case was damaged, the printer made a clicking sound at times while it was printing, the right keyboard hinge was broken, the hinge cover was missing, also both small bullets were damaged while replacing the lower hinge plate, and the display screen hinges needed to be replaced.